Event description:
On (B)(6) 2008, this pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. In (B)(6) 2008 (date unk), a type ii endoleak from a lumber artery was identified. In (B)(6) 2010 (date unk), 1 mm aneurysm enlargement was identified. In (B)(6) 2010 (date unk), 4-5 mm aneurysm enlargement was identified. On (B)(6) 2010, the gore excluder aaa endoprostheses were explanted and an aorto-biiliac dacron graft was implanted to address the persistent endoleak and aneurysm enlargement. The pt tolerated the procedure.

Manufacturer narrative:
Additional device implanted and involved in this event: pxc201200/05463118.